Event description:
It was reported that a patient¿s ilet pump screen corner cracked after initial use, and the on-screen bell control became difficult to access, while the pump otherwise appeared to function. Symptoms included no reported adverse health effects. Outcomes included a device replacement with return of the original device. Investigation included customer service intake, verification of shipping and return, and and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with a cracked screen, resulting in impaired user interface access, while core pump operation was reported as intact. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s display component.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.